Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The physician opted to place a small device passing through the groin and placing it close to the heart while waiting for the infection to clear up before implanting a new device. No additional adverse patient effects were reported. This lv lead remains in service.